Event description:
Depuy acromed received a moss miami polyaxial screw that was broken at the base of the screw head. According to the complainant, the screw was discovered to be broken post-operatively and a revision surgery was required to remove the broken screw. The initial implant date was in 2000 and the screw had to be removed in 2000. The complainant also indicated that the construct was not cross-linked, which provides increased rigidly to the construct. The drawing and inspection instructions were reviewed and no discrepancies were found. A material assessment was performed and the results showed that the screw conformed to specifications. If the fusion is not complete, stress may be generated on the screw and may cause it to break. Cross-linking provides additional support and stability for the construct and the screw. However, the surgeon decided not to use cross-linking because the lordotic curve was severe. The package insert provided with the screws specifically states "this device is only intended to stabilize the spinal pathology during the period required to achieve spinal fusion. It is well recognized that the device will eventually fail if fusion does not occur." The screw most likely broke as a result of incomplete fusion. If fusion does not occur, stresses placed on the screw can cause the screw to break.